Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve surgery, the device was unable to fire even after pressing the green button and squeezing the handle. Another device was used to resolve the issue in order to complete the case. There was no patient injury.